Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant the patient experienced bradycardia due to high threshold measurement for the right ventricular (rv) lead. An x-ray was taken but did not show any significant findings. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and had high threshold measurements. The rv lead was successfully repositioned. One day post revision, there were good threshold measurements. One and a half weeks later the rv lead threshold measurements were again noted to be high at 3.1 to 3.5 volts. Since the patient was dependent another revision procedure was performed. During this revision the physician requested a new lead. The physician then experienced difficulty inserting the new lead into the header of the existing pacemaker. The header was flushed to ensure no debris was present and the physician ensured the setscrew was completely in the up position. Lead insertion was not successful even with mineral oil. The physician then attempted to place the previous rv lead back into the header of the pacemaker with no success. Due to a concern over a possible issue with the pacemaker's header, a new pacemaker was successfully implanted with the same new rv lead. The previous pacemaker and rv lead were explanted and no additional adverse patient effects were reported.

Event description:
One day post implant there was loss of capture (loc) with the high threshold measurement when the patient experienced bradycardia. The patient had an underlying rate at 40 beats per minute. The pacemaker was returned and analyzed. Upon receipt at our post market quality assurance visual inspection of the header noted that the rv spring electrode had been dislodged from the rv proximal terminal block and pushed into the portion of the rv lead barrel between the proximal and distal terminal blocks. This prevented full insertion of the rv lead into the rv lead barrel at the lead revision. The cause of the rv proximal spring electrode becoming dislodged from the rv proximal terminal block was unable to be determined.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray was taken and no fractures were observed. The lead passed insertion testing multiple times. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.